Manufacturer narrative:
(B)(4). The surgeon reported this adverse event only and did not request or require field service or clinical support. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that she suspects patient experienced tass: very mild case (of toxic anterior segment syndrome) with greater than usual amount of anterior segment inflammation, fibrinous strands in the anterior chamber and mild decrease in vision noted on (B)(6)2015. Surgery performed was femtosecond laser assisted cataract surgery with a multifocal lens implant zkb00, uncomplicated surgical case left eye. Patient had same procedure and lens type for right eye surgery in 2014 with no issues. Procedure performed at (B)(6). No suspicion that clinical findings are related to the zkb00 lens on my part.